Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power supply issue. A field service engineer stated that the power supply did overheat and caused burning smell, hence replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a power failure and a burning smell. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.